Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter read inaccurately high compared to his expected result. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 836pm. The patient reported a blood glucose result of "217 and 125 mg/dl" with the subject meter. The cca was advised the patient manages his diabetes with metformin pills (1000 mg 2x daily) and actos pills (10 mg daily). As a result of the alleged issue, the patient stated he increased his usual dose of metformin pills (250 mg), in addition to, increased his exercise activity and changed his diet. After the alleged issue, the patient claimed he felt low blood glucose symptoms of trembling and sweating. The patient denied receiving medical treatment. At the time of troubleshooting, the cca sent replacement products to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
Follow-up # 1 (06/21/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan (lfs) product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. The retain test strips were tested and they passed testing with no faults found. The test strips and control solution have also been returned to lfs; however, the investigation has not been completed. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up # 2 (07/08/2011)-device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.